Event description:
It was reported that, during an in-clinic follow-up, episodes of increased capture threshold, increased pacing impedance, and increased defibrillation impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead fracture or patient factors such as tissue necrosis or lead tip encapsulation. Technical support was contacted and recommended rv lead replacement to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.